Event description:
Pdc received a call on (B)(6) 2014, reporting a medical intervention that occurred on (B)(6) 2014 at 12:00 noon. Pt (mi) called in stating that her blood glucose level was low. Pt displayed symptoms of sweating and afterwards became unconscious. The reading on the prodigy meter at the tie of the event was 66mg/dl. Paramedics were called 5 minutes after receiving the results using the prodigy meter. While waiting on paramedics pt's husband gave her juice and honey. Upon arrival paramedics performed a blood glucose test with their meter with results of 20mg/dl. Approx 10 minutes passed between testing with the prodigy meter and the paramedic's meter. No add'l info was given after last testing with paramedic's meter. Pdc sent replacement and prepaid envelope requesting return of suspect device.